Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that pediatric hospitalization service made a materiovigilance declaration concerning the pca extension tubes as the patient's bed was wet because of the infusion. Patient stated the pca tubing had a defect and the leaking tip broke very easily, which would mean that the patient was not receiving all treatments effectively.